Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant data provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The manufacturing site is unknown. Based on the implanting date the manufacturing site assumed to be costa rica. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding serial number has been requested. Only the year of the implanting date is available. The exact implanting date is unknown. Device labeling addresses the possible outcome of leakage of as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."